Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction, the device return date in section and to update device evaluated by MFR. In the initial report, the date of additional information was inadvertently not provided. The date the additional information was received was 29may2019. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No anchor or collagen were returned. The guidewire and arteriotomy locator were returned as well. Visual inspection revealed that the guide wire was inserted into the locator. The locator was noted to be slightly bent. The hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve was in the forward lock position with the color bands fully concealed. The suture was exposed at the distal tip of the hemostasis sheath and it had a clear shrink wrap marker present. The end of the suture was inspected under the microscope and it appeared to be cut manually with a blade. There were no collagen and anchor returned. No functional testing could be performed since the device was returned in a state of complete deployment. IFU states: b. Set the anchor - step 5 - "maintain grip on the insertion sheath and pull the device handle straight back into the full rear locked position. Resistance will be felt as the device handle and sleeve snap lock. The device sleeve colored bands should now be completely visible". C. Seal the puncture: step 1 - "once the anchor has been deployed correctly and the device cap has been locked into the rear position, slowly and carefully withdraw the device/ sheath assembly along the angle of the puncture tract position the anchor against the vessel wall." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the rear lock position. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a problem with the involved angio-seal device. Additional information was received on during placement it felt that there was no collagen in the green catheter; during pullback, hemostasis could not be reached due to the lack of collagen. The anchor and suture were in place. Hemostasis was performed by manual compression. The patient was in stable condition. The procedure outcome was not successful; no medical or surgical intervention was required. Blood loss was less than 250cc.